Manufacturer narrative:
T: slim user guide states that to check the luer lock connection between the cartridge and tubing and the infusion set tubing is tight and secure. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's infusion set tubing became disconnected at the luer lock. The customer did not know how this occurred. During troubleshooting with tandem technical support, the customer was able to reconnect the infusion set tubing back to the cartridge luer lock. The customer's blood glucose level was not impacted.